Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and confirmed the mixer motor was not spinning. The fse determined the failure mode was due to ise(ion selective electrode) driver board and cable assembly. The fse replaced the ise driver board and cable assembly which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of three (3) erratic erroneous patient results for ise (ion selective electrodes) which includes sodium (na), chloride (cl) and potassium (k) involving their dxc 700 au clinical chemistry analyzer. The customer also stated ise calibration failed. Erroneous patient results were reported out the laboratory for two (2) patient samples and were later amended. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographic.